Manufacturer narrative:
The astral device was returned to resmed. Evaluation determined that there was no fault found with the returned device. The device was performing to specifications. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on and unexpectedly powered off. There was no harm or serious injury reported as a result of this incident.